Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a leakage was found between sencondary set (end tip) and bd connecta¿ stopcock. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: one unit was received for evaluation. A quality engineer visually inspected the returned unit and was unable to identify any physical or mechanical damage to any of the unit's components that would contribute to the reported issue. Leak testing was then performed and no leakage was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7093819. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation results to date, root cause for manufacturing process cannot be determined.